Event description:
According to the reporter: the fastening balloon exploded. No injuries to the patient. A new unit was used. Additional information has been requested.

Manufacturer narrative:
(B)(4).